Event description:
A malfunction alarm was reported, identified by malf 16, and the fault was determined to be non-resettable. There was no reported impact on the customer¿s blood glucose level. The customer was instructed to use mdi as a backup therapy, and a replacement pump was arranged by technical support. The customer was provided with instructions to put the pump into storage mode and to return it using a pre-paid label within 10 days.